Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2014-02991 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02994 pertains to the second resolution clip device, manufacturer report # 3005099803-2014-02995 pertains to the third resolution clip device, manufacturer report # 3005099803-2014-02996 pertains to the fourth resolution clip device, and manufacturer report # 3005099803-2014-02997 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy and was pulled of the mucosa. The same issue occurred with the other four resolution clip devices. The procedure was completed with another five resolution clip devices without any further issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.